Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A definitive conclusion regarding the incident cannot be reached without an examination of the complaint sample. As a lot number was not provided, an sap delivery history search was performed to obtain all lot numbers with the reported catalog number delivered to the customer in the three months prior to the occurrence date. There were three lot numbers delivered to the complainant in this time period. A lot history review was performed for each of these lots and there were no complaints noted against the lots. This investigation is specific to ogden manufacturing. The production record for each lot identified on the patient¿s sap delivery search was reviewed. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
A hemodialysis (hd) clinic nurse reported a patient had an allergic reaction to an optiflux 180nr dialyzer that characterized by itching and vomiting during their hemodialysis treatment. Upon follow up, the charge hd nurse it was reported this patient was recently diagnosed with end stage renal disease (esrd) and began hd treatments in the clinic on (B)(6)2019 . Additionally, the patient had a previous allergic reaction to the optiflux nre dialyzer on (B)(6)2019 (further investigated under MFR: 1713747-2019-00339). Since, the patient reportedly pre-medicates with oral benadryl 50 mg at home prior to every dialysis. Additionally, the optiflux dialyzers are also primed with extra saline during set up; before the start of every hd treatment. Subsequently on (B)(6)2019 , within minutes of starting the hd treatment with the optiflux nr dialyzer, the patient experienced symptoms of itching, nausea and vomiting. There were no reported visual or suspected defects with the dialyzer in use. Per the charge nurse, the patient received 50 mg benadryl intravenously (IV); per patient standing orders. Reportedly, the patient was able to complete the hd treatment without any serious adverse effects or hospitalization. Per the charge nurse, the clinic is finding an alternative dialyzer that is more biocompatible for the patient to use for hd treatment.

Manufacturer narrative:
Correction: event.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. Based on the available information, the patient experienced a dialyzer reaction (characterized by itching and vomiting). It is well-documented that patients on hemodialysis may experience hypersensitivity and allergic reactions due to the dialyzer membrane of various types of dialyzers. The fresenius optiflux 180 nr dialyzer instructions for use cautions user of the known risk of hypersensitivity or anaphylactoid reactions to optiflux dialyzers during use. Currently, there is no evidence of a dialyzer product deficiency or malfunction associated with the event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) clinic nurse reported a patient had an allergic reaction to an optiflux 180nr dialyzer that characterized by itching and vomiting during their hemodialysis (hd) treatment. Upon follow up, the charge hd nurse it was reported this patient was recently diagnosed with end stage renal disease (esrd) and began hd treatments in the clinic on (B)(6) 2019. Additionally, the patient had a previous allergic reaction to the optiflux nre dialyzer on (B)(6) 2019 (further investigated under (B)(6)). Since, the patient reportedly pre-medicates with oral benadryl 50 mg at home prior to every dialysis. Additionally, the optiflux dialyzers are also primed with extra saline during set up; before the start of every hd treatment. Subsequently on (B)(6) 2019, within minutes of starting the hd treatment with the optiflux nr dialyzer, the patient experienced symptoms of itching, nausea and vomiting. There were no reported visual or suspected defects with the dialyzer in use. Per the charge nurse, the patient received 50 mg benadryl intravenously (IV); per patient standing orders. Reportedly, the patient was able to complete the hd treatment without any serious adverse effects or hospitalization. Per the charge nurse, the clinic is finding an alternative dialyzer that is more biocompatible for the patient to use for hd treatment.